Event description:
Subject transitioning from batteries to power base unit w/shuddering sensation & red heart alarms. To ER (B)(6) 2013 w/shuddering sensation again w/pain-upper left quadrant over device,left arm, and left neck w/alarms. CT=outflow cannula thrombosis- explant.